Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The reported patient effect(s) of thrombosis and angina are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. A conclusive cause for the reported thrombosis and angina, and the relationship to the product, if any, cannot be determined. A cine was received and reviewed by an abbott vascular clinical specialist. It was reported that during a procedure for an mi, a xience sierra 3.0 x 38 mm stent was deployed in the lcx. A nc apollo balloon catheter, 3.5 x 12 mm was used for post-dilatation at 16 atm. One to two hours after the procedure, the patient experienced chest pain which was attributed to acute thrombosis and treated by nc balloon. The images provided show an occlusion of the lcx artery. It is not known if this occlusion was attributed to the stent deployment or if it is related to a different cause such as anticoagulation. The thrombus is confirmed but the cause is unknown. The arrow is pointing to the area of the thrombus. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery and the patient presented with myocardial infarction. The 3.0x38 mm xience sierra stent was deployed at 12 atmospheres (atm) and then a 3.5x12 mm non-abbott nc balloon was used for post-dilatation at 16 atm. After 1-2 hours the patient complained about chest pain and it was thrombosis. Another nc balloon was used to treat the thrombosis. The patient was hospitalized and discharged one day later. No additional information was provided.